Event description:
It was reported that the insulin gauge was inaccurate. Customer declined to reload the cartridge to resolve the issue, and declined further troubleshooting from tandem technical support. Customer¿s blood glucose level was 175 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.